Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, f-curve. The packaging had a broken corner compromising the sterility of the product. It was reported the packaging of the octaray, galaxy, 48p, 3-3-3-3-3, f-curve had a broken corner and the catheter had bridged the sterile packaging. The catheter was replaced, and the issue was resolved. The case continued. The device was not used on the patient, it was all pre-procedure. It was never on the sterile field.

Manufacturer narrative:
On 25-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.# (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, f-curve. The packaging had a broken corner compromising the sterility of the product. It was reported the packaging of the octaray, galaxy, 48p, 3-3-3-3-3, f-curve had a broken corner and the catheter had bridged the sterile packaging. The catheter was replaced, and the issue was resolved. The case continued. The device was not used on the patient, it was all pre-procedure. It was never on the sterile field. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation. Bwi conducted a visual inspection of the returned product and completed the investigation. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the catheter. It was stated that the issue reported was related to the handling of the catheter. Since the original package was not returned, no analysis could be performed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The instructions for use contain the following warning stated:-the sterile packaging and catheter should be inspected prior to use. If the package or the catheter appears damaged, do not use it. Contact your local biosense webster representative. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).